Event description:
It was reported that the unspecified bd phaseal¿ optima injector (n40-o) was occluded during use, and the port inside the injector was found "mangled" when inspecting it. The following information was provided by the initial reporter: "infusion nurse brought a 5-fu pump back to the pharmacy due to the pump showing "occlusion". She went through her checklists of troubleshooting including making sure the clamps were open, connection to the pac tubing was intact, no leaking around the pump, no air in the cadd pump tubing, tried a different pump to r/o pump failure. After all were checked off, she brought the pump back to the pharmacy for troubleshooting. Pump was taken back under the hood and new primed tubing, injector and connector were all changed. Upon looking at the original injector, it appeared to be a malfunction as there was a larger hole where the needle would have gone through the port when both cstds were connected together to open the system for medication administration. After tubing and connectors were changed, the pump was reconnected and flowed freely. When they say ¿hole¿ what are they referring to? The port inside the injector where needle goes through was mangled. The appearance was like a needle has been stuck through multiple times. There was a large hole with shredding around the hole. Where the specific location of the hole was at? Inside the injector was a clamp used? Yes, clamp was on when nurse brought pump to pharmacy for help. Was it disconnected by the patient prior to coming back in? Initial hook up of pump prior to leaving infusion. "Occulsion". What changed to allow the proper flow? After trying two different pumps, cassette was taken back into hood where injector, connector, and tubing were replaced. Pump flowed correctly. Additional info from customer: ((B)(6) 2023). Is there any adverse event occurred? No. What is the total number of occurrences? Once. Is there any leakage issue? No, there was no leakage. In observance of the injectors since this event, I have not seen any other ones that had this "mangled" appearance inside the injector where the needle comes through once connected to the connector."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device including flow rate verification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.